Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for a follow up in clinic, radio frequency telemetry issue and ECG anomaly was observed on the device. No wand telemetry was used however the telemetry lights on the programmer were on. The same programmer worked with multiple devices without any issues. Patient will continue to be followed normally. No further information available.